Manufacturer narrative:
Unique identifier: (B)(4). No patient information to date after calls to customer 09/07/21, 09/08/21, and 09/09/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Damage to the power cord caused a short in batteries. The power cord and batteries were replaced to resolve the issue.

Event description:
The hospital reported a malfunction that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no report of patient harm.